Event description:
Report 3 of 3. It was reported while using bd vacutainer® sst¿ blood collection tubes, 10 tubes had loose stoppers. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 08-oct-2024. Investigation summary: bd received 10 samples 1 photo and 1 video for investigation. The photo and video were reviewed and the indicated failure mode for stopper creepout/loose closure was not observed. The customer samples were functionally tested for stopper function and all samples met specifications. Additionally 5 retention samples were subjected to functional testing and all tubes tested within specification limits; no stoppers were loose. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper creepout/loose stoppers. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Report 3 of 3. It was reported while using bd vacutainer® sst¿ blood collection tubes, 10 tubes had loose stoppers. There was no health impact or consequences reported.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). E1. Initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.